Manufacturer narrative:
Unit had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify motor error alarm due to unresponsive button. Motor passed motor test. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump alarmed motor error, the buttons are locked and she was not able to clear the alarm. No harm requiring medical intervention was reported. The customer stated that she tried inserting new batteries, but the insulin pump did not work, insulin pump was not bumped or dropped. The device will be returned for analysis.